Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient may have their system explanted for an unknown reason.

Event description:
Additional information indicates that the patient experienced ineffective stimulation.

Manufacturer narrative:
Additional information indicates that the patient experienced ineffective stimulation. This device is no longer considered reported.